Event description:
It was reported that the patient expired. The patient went into ventricular tachycardia (vt) briefly terminated with high voltage therapy. The patient went again into vt; however six high voltage therapies were delivered but did not terminate the rhythm. The patient passed away. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time. The rhythm.